Event description:
Sterile urine collection cup that is sealed has some type of "black fuzz" inside the cup. No other contaminated cups found in stock at this time. Staff advised to check collection cups prior to use. FDA safety report ID# (B)(4).